Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The field service engineer found the customer also experienced abnormal sample aspiration and abnormal sample probe movement alarms. He checked, cleaned, and adjusted numerous parts of the analyzer. He ran performance testing, various checks, and precision testing that were acceptable. The customer ran qc that was within the specific ranges. The investigation is ongoing.

Event description:
There was an allegation of questionable results for two patient samples from the cobas 8000 - cobas e 602 module. Sample 1 initial cea result was <0.2 ug/l and the repeat result was 10.2 ug/l. Sample 2 initial ferritin result was 1 ug/l and the repeat result was 636 ug/l. The samples were repeated as the doctor questioned the initial results. The repeat results were believed to be correct.

Manufacturer narrative:
As the customer was unable to provide further information, a definite root cause analysis was not possible. The investigation did not identify a product problem.